Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that the defects can be attributed to improper handling, application of excessive force, impact to the telescope. Due to bent outer tube, potentially adhering particles in the outer tube have become detached and became visible as foreign bodies in the optical system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1. Full establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope, 5.4 mm, 30°, autoclavable exhibited a broken light guide connection. The issue occurred during reprocessing. There were no reports of patient harm.